Manufacturer narrative:
Additional information: h4 device manufacture date added. The device history record (DHR) file was reviewed, and no discrepancy was found according to the failure mode reported. There were no physical samples or pictures submitted with this complaint report. The complaint will be reopened if a sample is received. The reported condition was unable to be confirmed. A walk through of the manufacturing area was performed with the multifunctional team (quality, manufacturing, and engineering). All process and controls were found properly followed, including sub-assemblies, finished product assembly, packaging, and inspections. There were no abnormal conditions found that could trigger the reported condition. No action plan is deemed required at this time. The current process is running according to product specifications, meeting quality acceptance criteria. However, as a precautionary measure, the production personnel were notified about the reported condition for manufacturing awareness. The manufacturing site will continue monitoring the process for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that there was a large hole in the middle of the feeding tube. There was no patient harm.